Event description:
Phaco handpiece functioned properly upon priming and testing before use. The surgeon used handpiece in eye for a short time and equipment stopped functioning in ultrasound and aspiration mode. Scrub nurse tested hand-piece again and at that time, a red glow appeared at the cord connection site of the handpiece.